Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, an alarm was generated for kinked tubing, however, no kinks, pinches, or occlusions were observed. The case was continued until 8 minutes into the ablation, when a fluid loss alarm of 10 cc/min was generated. The procedure was aborted at that time, and a burn was observed. The burn was both internal and external, including first and some second degree burns on the cervix, vagina, labia, and perinium. There was no indication of overdilation, however the patient has a "large" polyp which almost reaches the cervical os. The only abnormality the physician noticed during the procedure was that the return in the tubing appeared dark brown. The sheath was not moved excessively during the case, and the patient did not move. Additionally, the height of the IV pole was verified, and a tenaculum stabilizer and speculum were used. The patient was treated with silvadene cream and stayed in the hospital overnight. She was discharged the following morning, and was reported to be "doing well." No grafting will be necessary. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.